Manufacturer narrative:
The lead was retained by the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was oversensing atrial activity. Lv inhibit markers were observed and the bi-ventricular pacing percentage was lower than expected. It was determined the lead had dislodged. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.